Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to switch to multiple daily injections (mdi) for insulin delivery while a replacement pump was being provided by technical support.